Manufacturer narrative:
According to reports, the device's screen turned black and the device stopped operating during use. No patient injury occurred. The dräger service engineer participated in the investigation of this incident. On site, the engineer confirmed that the failure was caused by a malfunction in one of the device¿s circuit boards. After replacing this circuit board, the device operated normally. Analysis of the returned component and error logs revealed that the root cause was a microprocessor failure on the affected circuit board, which led to the screen blackout. The system overview and troubleshooting sections of the user manual describe the safety features activated during such faults. Following replacement of the circuit board, no further incidents have been reported. Dräger will continue to monitor for similar cases in the market and actively report findings.

Event description:
According to reports, users have reported that during the use of the surgical anesthesia machine, the screen suddenly went black, the internal motor stopped running, and the ventilator stopped delivering air. After restarting the machine and powering it off again, the machine emitted a long beep sound, followed by the screen going black. The machine was unable to access the operation interface.

Manufacturer narrative:
Update will be made after the investigation is completed.

Event description:
According to reports, users have reported that during the use of the surgical anesthesia machine, the screen suddenly went black, the internal motor stopped running, and the ventilator stopped delivering air. After restarting the machine and powering it off again, the machine emitted a long beep sound, followed by the screen going black. The machine was unable to access the operation interface.